Event description:
It was reported that the unit did not respond and experienced an overpressure situation.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.